Manufacturer narrative:
An investigation was performed to determine the cause of this reported event. A field service engineer (fse) went onsite to further investigate the reported issue. The fes replaced the single-port one axis manipulator controller board (soam) to resolve the reported issue and also replaced the pitch motor module as a preventive measure. The pitch egm motor module was returned for failure analysis and the reported error 32100 was confirmed and replicated. In the logs, the 32100 errors were confirmed, pointing to the brake. During visual inspection, no issues were seen that would be related to the reported event. Using a multimeter, the brake leads were tested and were found to have continuity to the motor housing. As a result, failure analysis has concluded that the brake coil assembly is the root cause for the reported event. The cfg unit was returned for failure analysis, and the reported error 32100 was confirmed but not replicated. In the logs, error 32100 was found indicating soam2 pitch components error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. As a result of this investigation of this component, failure analysis was unable to identify the root cause.

Event description:
It was reported that after of a da vinci-assisted surgical procedure, error 32100 occurred. Technical support engineer (tse) found error 32100 pointing single-port one axis manipulator controller board (soam) b. Tse advised the customer to restart the system after resetting the emergency power off (epo) of patient side cart (psc) but the same issue persisted. The procedure was completed with no reported injury.